Manufacturer narrative:
Additional information: the balloon was inflated to burst pressure 2-3 times prior to burst. All fragments of the balloon were removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an evercross balloon during treatment of a 30mm calcified lesion in the patient¿s mid renal artery of diameter 5mm. Moderate calcification and tortuosity were reported. The IFU was followed and the device was prepped without issue. The balloon was inflated using an inflation device. The device passed through a medtronic aaa device during advancement but no excessive force was used. It was reported that the balloon was inflated in the renal artery, burst and detached from the catheter. Open surgery was performed to remove balloon.